Event description:
It was reported that the customer experienced intermittent occlusion alarms. The customer's blood glucose (bg) level was 515 mg/dl. The customer's father addressed the elevated bg by administering manual insulin injections. The customer continued to use the pump for insulin therapy.